Manufacturer narrative:
Additional information received on 11/30/2018, indicated that the patient scheduled for replacement on (B)(6) 2019. (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient first had removal on (B)(6) 2018, and replacement was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: it was incorrectly reported in follow-up report #1 that the explantation date is (B)(6) 2019. That is the scheduled date for the replacement surgery. The suspect medical device was explanted on (B)(6) 2018 as was reported in the initial report for this event. On 12/21/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and red material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and red material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/27/2019, indicated that the patient had the removal on (B)(6) 2018, and the bilateral replacement surgery was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/6/2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501690, lot number 7520403, serial number (B)(4), and right replaced with catalog number 3501690, lot number 7520403, serial number (B)(4) on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate profile 525cc saline breast implant, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the surgeon. As a result patient had he device removed on (B)(6) 2018.